Event description:
It was reported that the customer received no delivery alarms. The customer's blood glucose was unknown. A follow-up call was scheduled for a future date. Nothing further reported.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted.

Event description:
The customer reported that the no delivery alarms were resolved with a set change. Two alarms had occurred during a bolus.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.